Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rear0157 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the patient underwent PICC catheter placement on (B)(6) 2016. After the catheter had been used for more than 11 months under normal maintenance, the catheter was found to be incomplete when removed by the nurse on (B)(6) 2017. The nurse immediately notified the physician to perform an examination. The physician found that the fractured tip of the catheter had migrated into the heart and removed the catheter through interventional therapy after consulting the surgery department. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed, but based on the sample condition, the cause could not be determined. One photograph was provided for investigation. The photo showed what appeared to be a 4 fr s/l groshong nxt PICC in two segments. The gray 4fr nxt connector was attached and secured to the proximal segment of catheter tubing. The distal segment of tubing contained the valve and tungsten plug. Since the adjoining surfaces could not be examined in detail from the provided photo, the cause of the complaint was undetermined. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rear0157 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the patient underwent PICC catheter placement on (B)(6) 2016. After the catheter had been used for more than 11 months under normal maintenance, the catheter was found to be incomplete when removed by the nurse on (B)(6) 2017. The nurse immediately notified the physician to perform an examination. The physician found that the fractured tip of the catheter had migrated into the heart and removed the catheter through interventional therapy after consulting the surgery department. There was no reported patient injury.